Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(4) (nano system), is related to case with patient identifier (B)(4) (aviva system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 66 mg/dl and 400 mg/dl (nano system); 130 mg/dl and 133 mg/dl (aviva system). No adverse event reported. The aviva strip lot number was not provided. Return of the suspect device was requested for evaluation.